Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl. The patient reported that the cannula was not inserted in the infusion site (back). The pod was not worn. As treatment, a new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.